Event description:
Reference number (B)(4). Event occurred in the united states. On 13-august-2024, it was reported that the patient encountered infusion set occlusion at site event. The blood glucose was reported 389 mg/dl with high ketones due to which the patient was hospitalized for 3 days and treated with IV and fluids of saline and insulin and multi-daily injection (mdi). Patient replaced infusion set and resumed insulin successfully. No further information available.